Event description:
It was reported by japan that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the small battery drive device. It was further observed that the device had contact damage, component damage, and a worn bearing. It was further observed that the device made an unexpected noise. It was further determined that the device failed pretest for general condition and check for sticky triggers. It was noted in the service order that the device stopped working by itself and made an abnormal noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. B5, h6: upon further investigation of the device, an additional failure was identified. It was determined that the device also made an unexpected noise. Since this failure was confirmed, the device investigation and event description has also been updated. H6: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device stopping by itself was not confirmed. Therefore, an assignable root cause was not determined. However, the moving parts of the trigger not moving smoothly, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device stopping by itself and making an abnormal noise was not confirmed. Therefore, an assignable root cause was not determined. However, the moving parts of the trigger not moving smoothly, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear.

Event description:
It was reported by japan that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the small battery drive device . It was further observed that the device had contact damage, component damage, and a worn bearing. It was further determined that the device failed pretest for general condition and check for sticky triggers. It was noted in the service order that the device stopped working by itself and made an abnormal noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.